Event description:
Consumer stated the product literally fell apart after a few days of using it.

Manufacturer narrative:
Consumer stated the product literally fell apart after a few days of using it.